Manufacturer narrative:
The device has been received, and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported from the hospital¿s biomed department, a spectrum iq infusion pump did not have a battery connected during an infusion and the patient subsequently died. During an unspecified infusion, the spectrum iq pump was plugged into the wall socket. At an unknown point during the infusion, the patient had to be ¿moved¿, and the pump was unplugged from the wall socket. At this time, it was noted there was no battery present inside the spectrum pump. The customer could not clarify if the pump alarmed the ¿install battery" alarm. This alarm will trigger when the pump is turned on and will continue to alarm until the user acknowledges the alert. If the user acknowledges this alert and there is still no battery installed; the onscreen icon will flash continuously until a battery is installed. At some point in time, the nurse noted the pump was not working and ¿found¿ a battery. After an unknown amount of time the patient died. The reporter was not informed how long after the pump was unplugged before the patient died. It was not reported what solution was being infused, if any life sustaining treatment was provided, the cause of death, or if an autopsy was performed. No further information was available at the time of this report.

Manufacturer narrative:
Additional information h2, h3, h6 and h11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The reported pump lost power and stopped mid-infusion (pump did not have a battery connected and was unplugged problem from the wall socket) was not reproduced during evaluation. Evaluation ran an infusion at 33 ml/hr for 15 minutes on the ac power adapter received from customer. During both test infusions manual aggravation of the power supplies was applied and the device operated as indented with no shut downs (shutdowns) or interruptions of the test infusions. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The event history log (ehl) review was performed and revealed multiple events of "improper shutdown!" An "improper shutdown!" Message indicates that all power was lost from the pump. However, the log cannot be used to determine if the power was manually disconnected or shutdown without the input of the user. The pump prompted the user multiples times the battery was not installed. ¿install battery¿ prompts were confirmed in the device history. The reported condition was not verified during device evaluation. Based on all available information, the device functioned as intended. To conclude, user error (user did not install the battery) of the spectrum iq infusion pump has possibly caused or contributed to the patient's outcome. Should additional relevant information become available, a supplemental report will be submitted.